Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "user facility" had not been selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause for this damage is most likely improper handling, in combination with wear and tear. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which states: "that the service life of hf cables is restricted to one year. Furthermore, the cable must be inspected before and after each use and reprocessing cycle. This can be done by slightly pulling the plug to identify if wires inside the cable are pre-damaged (a force with 20 n at most shall be used when pulling the plug). When the cable remains rigid and does not bend, this area of the cable is very likely faultless. Additionally, the cable shall be wound up with a diameter of less than 10 cm. When removing the cable, the plug shall be pulled and not the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic transurethral resection of the prostate (turp) procedure, while performing plasma cutting (with the bipolar handle), a spark came out of the cable causing it to break. The cable was replaced and the intended procedure was completed . Per the report, the procedure was prolonged approximately 40 minutes. There was no impact reported to the patient and to the outcome of the procedure. No harm was reported, no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. Per the follow up communication, it was conveyed that the device is not returning as it is no longer available. Investigation is ongoing. This report will be supplemented accordingly following investigation.